Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the device rebooted and took 45 minutes to fully come back online. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device rebooted and took 45 minutes to fully come back online. A technical support specialist (tss) contacted an alternate customer and confirmed that the mib ICU device was correctly configured for windows updates. The tss explained that a 45-minute update completion time was normal. The customer agreed to monitor the device to see if the issue recurs. Verification showed that windows updates were scheduled. The customer granted permission to close the ticket. The system functioned as intended after the technical support specialist troubleshot the device.